Event description:
A site representative reported that while in a spinal fusion procedure the navigation system was intermittently tracking the instruments. The site had green status using the instrumentation at the beginning of the case, but when placing screws on l5, the tracking would go to red status. The surgeon opted to place the l5 screws without the use of the navigation system but returned to the system to place the screws at s1. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative, following up with the site, reported that a non-medtronic driver was used with a medtronic tracker instrument. A medtronic representative tested the system and was unable to replicate the issue. The medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and was unable to determine a probable cause since the behavior cannot be replicated. It is suspected that the camera position was such that the tool/frame could not be viewed.